Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. Model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms include pain, redness, and drainage at the site. The physician did not believe that the infection was device related. The patient was administered intravenous medication and underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms include pain, redness, and drainage at the site. The physician did not believe that the infection was device related. The patient was administered intravenous medication and underwent an explant procedure.

Manufacturer narrative:
No complaints about the functionality of the devices were reported. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.